Event description:
Customer reported first device =350mg/dl and second device =301mg/dl. Customer went to the hosp. Hosp device =201 mg/dl. No treatment was given. No controls were used. A request was made for return product and replacement product was sent.